Manufacturer narrative:
H3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was reported that the device was alarming due to air in the line. She had mentioned that this issue had occurred earlier in the day and had reoccurred since, with the pump resuming operation after being acknowledged, but now it kept alarming. The patient had denied any air in the tubing. The patient had reported not seeing any air in the tubing that extended across the top of the cassette. There was a patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.